Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator unit encountered an error message related to "vent inop". Additional information received on mar-28-2018, through follow-up with (B)(4), confirmed that the ventilator received the error code 1006: data acquisition pcba adc failed. No patient involvement was reported. The device was not in clinical use when the reported issue was discovered.

Manufacturer narrative:
Date of report: 21sep2018. (B)(4). Date of manufacturer: 05jun2018. The field service engineer (fse) inspected the device and replaced the flow assembly where the o2 sensors are located. The equipment is operating and according to the manufacturer's specifications. No parts returned at this time for investigation.